Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h10. It was reported that the cs100 intra-aortic balloon pump (iabp) during the inspection, it was found that the equipment reported an automatic inflation failure. Despite 3 gfes (good faith efforts), no response has been received regarding any repair or the status of the iabp. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly. H3 other text : no response about repair.

Manufacturer narrative:
Due to character restrictions in block e1 site name : (B)(6). Due to character restrictions in block e1 address :(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cs100 intra-aortic balloon pump (iabp) unit has an automatic inflation failure. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings), h11 corrected field: d4 UDI number after the on-site inspection by getinge field service engineer a problem with the cs100 maintenance kit was found, after replacing the accessories, the machine was normal to use.

Event description:
N/a

Manufacturer narrative:
Updated fields - b4, d8, d9,g1 (contact person ¿ mfg site), g3, g6, h2, h3, h4, h11. A getinge field service enfinner (fse) stated after the on-site inspection on april 12, 2024, a problem with the cs100 maintenance kit was found, and the hospital's reply is awaited. After going to the site on january 7 2025, communicated with the hospital's equipment department and department, and negotiated a price of 13,000 yuan. After replacing the kit 2500 hr prevent maint the machine can be used normally. On january 7th, 2025, the hospital was renovated and the equipment was put into normal use.

Event description:
N/a.